Event description:
It was reported that the patient experienced low flow alarms between 2.0 and 2.5 liters per minute (lpm). They were hemodynamically stable with no symptoms but has uncontrolled hypertension. Their physician requested the low flow alarm limit to be adjusted to 2.0lpm on both controllers. The controllers were reprogrammed and swapped with no issue. The patient was also to get 4 dimensional (4d) computed tomography (CT) to see if there were any issues with the outflow graft that could cause the low flow alarms. Per their CT result, compared to a scan done in sep2021, there has been interval revision of the left ventricular assist device (lvad). The inflow cannula appeared to be widely patent throughout the cardiac cycle. The inflow cannula was directed towards the left ventricular cavity, the more posterior wall of the inflow cannula abutted portions of the lateral wall. The outflow cannula appeared patent. Areas of nonocclusive presumed thrombus were present with the outflow cannula that resulted a mild 33% or less stenosis. Thrombus extended over a distance of approximately 16cm. There was a mild kinking of the distal aspect of the outflow cannula with mild stenosis. No severe stenosis involving the outflow cannula was noted. The outflow cannula insertion into the ascending thoracic aorta was unremarkable. The mitral valve opened normally during diastole. The aortic valve did not open during a cardiac phase, which is reported to be typical in the setting of lvad. Left subclavian implantable cardioverter defibrillator (ICD) leads were present. No pericardial effusion, left arterial enlargement, and no evidence of arterial appendage thrombus, or central pulmonary embolism were seen. Coronary artery calcification present. Aortic atherosclerosis without aneurysm was also noted in the CT results.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the cause of the low flows was thought to be a possible small outflow graft obstruction for which the patient denied surgical intervention. The low flow software was updated to a new low flow limit of 2.0 liters per minute (lpm). The low flows resolved with the software update and the patient was to continue being monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected outflow graft thrombus and mild outflow graft kinking could not be confirmed through review of the submitted image. Low flow alarms were confirmed onsite by an abbott representative. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account attributed them to a possible outflow graft obstruction. In addition, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypertension could not conclusively be established through this evaluation. The account submitted a CT image for review that appears to show an incongruity at the distal end of the outflow graft; however, the reported kink and nonocclusive thrombus could not be confirmed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension and device thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.